Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery voltage of 2.65 volts within approximately 30 months of implant. The device was part of the shortened replacement window advisory that was originally communicated on april 5, 2007. A boston scientific technical services (ts) consultant recommended intensifying follow-ups to monthly. No adverse patient effects were reported. Subsequent information indicates that this device was explanted, replaced and returned for normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Functionality and therapy delivery were verified through automated testing. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.